Manufacturer narrative:
The insulin pump was received with blank display and constant vibration due to moisture damage on electronic assembly. Moisture damage was found on the motor as well. The device had cracked display window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display went, the insulin pump was vibrating and it had condensation under the screen. The customer explained that he went swimming and forgot to take the insulin pump off. Blood glucose value was 78 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.